Event description:
Customer reported that the insulin pump alarmed button error and the numbers were scrolling up. Customer's blood glucose reading at the time of the call was 299 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No button error alarm was noted during testing. No display anomaly was noted. The insulin pump passed all of the functional testing. The insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the display window, and a scratched reservoir tube window.